Manufacturer narrative:
.

Event description:
Allegedly, patient was revised due to mom complications.(right). Additional information received (B)(6) 2016. Allegedly the patient was revised due to the following mom complications: pain; metal ions levels of cobalt and chromium. (Right). Added hospital, lot number, product ID number, implant/explant date.